Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip instructions for use states to use imaging to verify satisfactory coaptation and insertion of the leaflets. All available information was investigated and the reported difficulty grasping and single leaflet device attachment (slda) appears to be related to patient morphology/pathology and user error. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve. Grasping was attempted, but it was difficult to grasp both leaflets next to the medial commissure. There was limited echo view caused by anatomical conditions (commissure). The insertion of the anterior leaflet was not definitely confirmed; however, the decision was made to deploy the clip. After deployment, the clip was confirmed to only be attached to the posterior leaflet (single leaflet device attachment/slda). The mr was unchanged. Two additional clips were deployed for stabilization and reduction of mr. Three clips were implanted, reducing the mr to 1-2. There was a good patient outcome and no clinically significant delay in the procedure. No additional information was provided.